Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum adjacent to the anal sphincter during an endoscopic internal hemorrhoidal ligation procedure to treat internal hemorrhoid hemorrhage performed on (B)(6) 2024. During the procedure, the bands were stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the first three bands were moved and overlapped.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it, one of them overlapped and was damaged, which matches with the findings per media analysis on the provided photo. The ligator housing teeth were found in good condition. The trip wire was found detached. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had seven bands attached, one band overlapped, and damaged, and the trip wire was detached. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The detached trip wire could have occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum adjacent to the anal sphincter during an endoscopic internal hemorrhoidal ligation procedure to treat internal hemorrhoid hemorrhage performed on (B)(6) 2024. During the procedure, the bands were stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the first three bands were moved and overlapped.